Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton seems different, old and not normal [device physical property issue]. Case narrative: consumer reported via e-mail that cotton seems different and looks old and not normal. No injury reported.

Manufacturer narrative:
An investigation is in progress for returned product received on october 17, 2022.

Event description:
Cotton seems different, old and not normal [device physical property issue] case narrative: consumer reported via e-mail that cotton seems different and looks old and not normal. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton seems different, old and not normal [device physical property issue]. Consumer reported via e-mail that cotton seems different and looks old and not normal. No injury reported.